Event description:
A patient reports their blood glucose levels had decreased while wearing a pod. The patient reports they had loss consciousness and or had a seizure. No treatment, information is available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and or seizure. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.7. Cgm sensor type: g6.